Manufacturer narrative:
(B)(4).

Event description:
The complaint states that unknown issue was reported. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.